Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stretched coils were able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported the procedure was to treat a lesion located in the mildly tortuous, heavily calcified, 98% stenosed, mid left anterior descending artery. When the balance middleweight guide wire was removed from the packaging, the tip was observed to be broken, but not separated. The guide wire was not used on the patient. A new guide wire was used successfully for the case. There was no clinically significant delay in the procedure reported. No additional information was provided.

Event description:
Subsequent to the intial report, a photo received from the cath lab confirmed that the reported broken tip was actually stretched tip coils, and not a separation. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.